Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement could not be specifically confirmed, however, the returned device analysis is consistent with the report event. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that when a 3.0 x 12 mm otw graftmaster was being used, the stent fell off the balloon when being passed through a previously placed stent. The balloon was slightly inflated and the stent implant was removed from the anatomy on the balloon. A new graftmaster was successfully used to complete the procedure. There was no clinically significant delay in the procedure. There was no additional information provided.